Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. The hemostatics valve on the side tube was not connected to the sheath luer hub on the returned device. During the evaluation the sheath luer hub was reconnected to the hemostasis valve successfully. The connection was secure with no issue observed. No damage was observed on the hemostatics valve on the side tube or sheath luer hub. The result of the investigation is unconfirmed for the reported connection problem. The root cause for the reported connection problem could not be determined based upon the available information received from the field communications, and sample evaluation. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: precautions: 7. Careful attention must be paid to the maintenance of tight valve connections for duration of procedure to avoid blood leakage or the introduction of air into the system. Take remedial action if any excessive blood leakage is observed. 8. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 9. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 11. Remove the dilator from the sheath slowly to avoid incomplete closing of the valve resulting in blood leakage. Potential adverse effects: hemorrhage, including bleeding at the puncture site. H10: d4 (expiry date: 07/2022). H11: b5, h6 (method, result, conclusion).

Event description:
It was reported that during preparation for an angioplasty procedure in the superficial femoral artery via ipsilateral antegrade approach, the device allegedly experienced a connection problem. Therefore an y-connector was set-up to the device and the procedure was completed. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during preparation for an angioplasty procedure in the superficial femoral artery via ipsilateral antegrade approach, the device allegedly disconnected. Therefore an y-connector was set-up to the device and the procedure was completed. There was no patient contact.